Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that patient sectors were being greyed out randomly. The customer also reported that they were unable to confirm if alarm audio was working after a sector was greyed out. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Event description:
The customer reported that patient sectors were being greyed out randomly. The customer also reported that they were unable to confirm if alarm audio was working after a sector was greyed out. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported. The national support specialist (nss) confirmed the issue. The nss went on site to evaluate the issue and determine a root cause. The nss noted that the issue was caused by duplicate sector assignments. The nss noted that this was a software deficiency. The nss deleted the duplicate sectors. The cause of the event was duplicate sector assignments. The tc corrected this and recommended a future software upgrade.